Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was implanted to treat a cholangiocarcinoma during a stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous. On (B)(6) 2021, post stent placement, epithelization was noted on the distal tip of the stent. Subsequently, the physician did not feel comfortable attempting to remove and replace the stent. The stent remains implanted and a non-bsc stent was placed stent-in-stent to complete the procedure. The physician reported that the stent labeled as fully covered was not fully covered as it was observed that 2mm from the tip was uncovered. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.